Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested assistance with programming this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. Ts reviewed the device settings and confirmed that the ICD was not approved of MRI due to non-boston scientific leads. Ts also noted the non-boston scientific right atrial (ra) lead exhibited consistent high out of range pacing impedance measurements. Ts advised if MRI scan is performed it would be considered to be off label. The hcp noted the consistent high out of range pacing impedance measurements is known by physician and an off label order was sent. Ts assisted with programming the MRI protection mode on. Later on, the MRI protection mode was programmed off and device was evaluated and found to be operating as expected. No adverse patient effects were reported. This ICD and non-boston scientific ra lead remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.